Event description:
Reportedly, the subject device was implanted on (B)(6) 2014 and no anomaly was observed at that time. However at post implantation follow-up, one episode with noise sensing in ventricular channel was observed in device memory.

Event description:
Reportedly, the subject device was implanted on (B)(6) 2014 and no anomaly was observed at that time. However at post implantation follow-up, one episode with noise sensing in ventricular channel was observed in device memory.